Manufacturer narrative:
The device passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The device passed the displacement accuracy test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with scratched lcd window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 599mg/dl. The customer indicated that the pump was dropped. Customer treated with IV drip. Troubleshooting found that the pump self test and the displacement test passed. Customer would like a new pump and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.